Event description:
It was reported that after unwrapping of the battery for the first attempt of charging of the device, the battery was leaking.it was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that after unwrapping of the battery for the first attempt of charging of the device, the battery was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The user facility clarified that this reported event was a duplicate and that they had only intended to report five events and not six. The five events were reported under MDR report numbers 0001811755-2013-01779, 0001811755-2013-01780,0001811755-2013-01781, 0001811755-2013-01782, and 0001811755-2013-01783.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.